Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Three months post implant it was reported that the pacemaker has unrotated in a counterclockwise fashion approximately twenty degrees. Additionally, on the chest x-ray the right ventricular (rv) lead looks to be further from position now than on the previous chest x-ray. No actions were taken. The device and rv lead remain in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.